Manufacturer narrative:
(B)(4). Facility declined to provide patient information. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported that during a diagnostic procedure the image was lost. The procedure was successfully completed with a second of the same make and model. Visual, microscopic inspection, and functional testing were performed on the returned device. A portion of the sensor was broken and missing. The reported failure could not be duplicated, the probable cause could not be determined. The probable cause of the observed damage sensor could not be conclusively determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being reported because a portion of the sensor is missing from the device, it could not conclusively be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Internal reference: 220785. This case was reviewed and investigated according to the manufacturer's policy. Entry error complaint narrative. Changed from " the image was lost." To, "the signal was lost on the manufacture's device." Updated name and phone number to current safety officer. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This report is being submitted to correct an entry error in the complaint narrative from image was lost to the signal was lost.